Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported after using bd vacutainer® sodium fluoride/potassium oxalate 15mg/12mg, erroneous results; lactic acid was seen in one (1) sample. No adverse impact was reported regarding the patient or user.